Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in new zealand.

Event description:
It was reported that on an unknown time, the battery has deformed and released a black, powdery/granulated substance inside the packet. There was no patient impact but it is unknown if there was delay. Due diligence is complete and there is no additional information available.